Event description:
The distributor reported that they found a device in their warehouse that is displaying all the warning icons in the readiness indicator and the device will not turn on.

Manufacturer narrative:
Medtronic continues to investigate the reported event.